Event description:
During preparation for cardiopulmonary bypass, the device would not operate on battery power as expected. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.